Manufacturer narrative:
H10: h3, h6 the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The cabling and tubing have been cut from the device. The electrode is fully present and is worn from use. No further testing can be done. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that the operator should check to make sure the electrode and the handle is secured and that the device is properly positioned in the tray and in the package per final assembly drawing. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a supraglottoplasty, the tip of the procise coblator ii wand was missing an electrode. It is not certain when the electrode went missing, however, it did not fall into the patient. The procedure was completed after a 1-minute delay using a back-up device instead. No further complications were reported.